Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with approximately 300 units of insulin. Customer acknowledged he may have overloaded the cartridge. Customer's blood glucose was 221 mg/dl. Reportedly, a new cartridge was loaded to address the event.